Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage (damaged belt clip rails) found on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on corner of belt clip rails, broken belt clip rails, cracked battery tube threads, cracked case above arrow and battery icon, cracked keypad overlay, missing display window/cover, and minorly scratched lcd window. In summary, customer allegation for cosmetic damage (damaged belt clip rails) was confirmed during visual inspection where broken belt clip rails was noted. Blank display confirmed due to misaligned battery tube. Reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had cracked belt clip hinges. No harm requiring medical intervention was reported. Troubleshoot was performed. The insulin pump was returned for analysis.